Event description:
A malfunction alarm was reported, but no adverse impact to the customer¿s blood glucose level occurred as it did not exceed 500 mg/dl. Initially, the customer was unable to reset the pump due to being out on a walk without her charger, but technical support subsequently assisted her in resetting the pump. After the reset, the malfunction code did not recur, and the customer was informed that she could continue using the pump. Technical support advised her to call back if any issues reoccurred, and the customer confirmed her understanding of the instructions.